Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reports that about 4-5 days ago they started to feel slight abdominal cramping and discomfort when they urinate. Patient states they have seen a physician and have ruled out a uti. Patient also states they are only able to urinate small amounts. Patient inquired if they should turn stimulation up or down to mitigate their discomfort. Agent reviewed that patient could consider turning therapy down or off and reevaluate symptoms. Patient stated that they would start by turning stimulation down, and if that does not resolve the issue they would try turning stimulation off. The patient was redirected to their healthcare provider to further address the issue, the patient stated that they intend to see their hcp on monday if the issue does not resolve. Additional information was received from the healthcare professional. It was reported that the patient did not experience urinary retention prior to the device. The hcp added that catheterization was not part of the patient's standard of care prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Agent reviewed stimulation adjustment options. Patient has not tried all programs. Reviewed patient can also turn therapy off. Patient mentioned their son saw recalls online; patient was not able to provide any further information. Agent focused on reason for call and directed patient to continue working with hcp regarding a medical issue.